Event description:
The pt was revised because the cup loosened and osteolysis was noted.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records was also not possible, as the lot codes required for retrieval was unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.